Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t1 and t2 implants of the ultra fast-fix were deployed simultaneously, ts were not implanted in the meniscus and they were removed with tweezers. The procedure was completed using a back-up device. There was no delay and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 has been off the needle then its proximal end was reinserted into the needle channel. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation, using a simulation meniscus, to implant the t1 would be inconclusive because the t1 has already been deployed, then placed back onto the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. Based on this investigation, the need for corrective action is not indicated.